Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 700 mg/dl. It was stated that the customer was also vomiting. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. The caller did not know what the basal programming should be, and stated she would be calling back. Nothing further was reported.